Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(6) from 05-nov-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The st aia-pack estradiol (e2) application analyte manual states: calibration: the calibrators for use with the st aia-pack e2 are prepared gravimetrically and are compared to internal reference standards. The calibration curve for the st aia-pack e2 is stable for up to 90 days. Calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. The sample calibration curve below shows the algorithm used to calculate the results. This is an example only. Actual results will vary depending on the instrument type and lot number used. Evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Expected values each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the failed american proficiency institute (api) survey could not be determined.

Event description:
A customer reported that they failed ia-04 american proficiency institute (api) survey sample on the second event for estradiol (e2) on the aia-360 instrument. The customer reported a result of 497 pg/ml (range 503-647 pg/ml). The tosoh sample passed with a result of 603 pg/ml. The ia-05 and ia-06 survey samples passed with results of 349 pg/ml and 202 pg/ml, respectively. The customer's e2 results were in range currently and at the time the survey sample was analyzed. As a courtesy, the was sent mac quality controls as requested. There was no indication of patient intervention or adverse health consequences due to the discrepant survey results.